Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump experienced a button error alarm and the battery compartment cracked. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The insulin pump was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump buttons had intermittent response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with broken battery tube threads, minor scratches on liquid crystal display window, cracked case at display window corners and case at reservoir tube window corners.